Manufacturer narrative:
The device delivered 47 first prime pulses and was then deactivated by the user. No abnormalities were observed within the data and no damages or deficiencies were observed to the drive mechanism. The needle did not deploy due to both priming sequences not being completed resulting in the firing flat not reaching the position needed for the release bar to fire. The needle mechanism deployed properly during investigation upon rotation of the ratchet gear. No problem was found.

Event description:
It was reported that on 12 jan 2024 the patient¿s blood glucose (bg) reached 397 mg/dl while wearing the pod between 4 and 24 hours on the thigh. After realizing elevated bg levels, the patient found the cannula had not deployed as intended. As treatment a new pod was applied and activated.